Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which two broken rods and a broken screw were removed. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the rods, it was observed that one rod was broken in two places, and the other rod was broken in one. Analysis of the shear faces revealed that the rods failed from fatigue. Additional markings along the rods suggest that the rod was engaged with the appropriate instrumentation. These devices are indicated to provide temporary fixation in order to facilitate arthrodesis in the spine. Fusion at the subject levels could not be confirmed. It is possible for a non-fusion to allow for dynamic motion within the construct, which may introduce compounding stresses to the hardware, causing the metal to fail in fatigue.

Event description:
On 7.20.2018 it was reported to k2m, inc. That a revision surgery took place in which two broken rods and a broken screw were removed. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00131).